Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('gets her out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rashes"), swelling face ("face swelling") and epistaxis ("nose bleed"). The patient was treated with surgery (essure removal surgery scheduled). At the time of the report, the medical device removal, rash, swelling face and epistaxis outcome was unknown. The reporter considered epistaxis, medical device removal, rash and swelling face to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('gets her out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced rash ("rashes"), swelling face ("face swelling") and epistaxis ("nose bleed"). The patient was treated with surgery (essure removal surgery scheduled). At the time of the report, the medical device removal, rash, swelling face and epistaxis outcome was unknown. The reporter considered epistaxis, medical device removal, rash and swelling face to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.